Event description:
The customer contact reported particulate. On an unspecified date, it was reported that particulate was noted at an unspecified location of the cassette of the tubing set. The particulate was described as a dirt like black dot. No info was provided if the particulate was noted during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.